Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2013, inratio: 3.1, lab: 5.0. Time between testing was reported as one hour. Therapeutic range is 2.0 - 3.0. It was reported the patient was taken to the hospital for dizziness and shortness of breath.